Event description:
It was reported that, on an unknown date, the tego¿ connector became occluded during patient use. The reporter stated that the dcg centre has experienced the same problem with multiple tego connectors with obstruction issues over a period of time. The complaints occurred during dialysis or already when flushing, the sealing caps partially pinch shut or close completely. There is only 1 sample available for investigation. There was patient involvement and no patient harm. No further information is available.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Received one (1) used d1000 tego for inspection. As received, the seal had folded over. The tego was accessed with a luer lock syringe to activate the device and see if an occlusion could be observed. The internal seal wall buckled during activation which resulted in occluded flow. The tego was disassembled and tooling marks were observed on the tego. The reported complaint can be confirmed. The probable cause is due to the tego being overtightened during use. Directions for use (dfu) states: "do not overtighten." The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.